Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 9atm when inflated for approximately 20 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications reported and there was no patient injury post procedure.